Event description:
A peritoneal dialysis pt has reported that during the fill stage, dialysis solution is leaking out of connector as the blue pin was broken. There is no report of pt ill effect. There is no sample available for evaluation.